Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test and displacement test. No unexpected off no power, bad battery, low battery, weak battery , battery out limit, failed battery test alarms or reset time/clock after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump did not turn on. The customer¿s blood glucose level was 510 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump had blank display. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display returned back. The insulin pump had multiple external ram crc error and unexpected restart alarms. Customer reported they were able to clear the alarm. Customer reported pump did require rewind. Customer able to complete rewind. The customer received another unexpected restart alarm after a battery change. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.